Manufacturer narrative:
Evaluation summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product 694765 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the atrial lead was noted to be dislodged into the left subclavian/superior vena cava (svc) junction. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.